Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The device history record (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the bottom case was cracked under the l-bracket and the battery door was cracked. A review of the event history log identified battery depleted in history. During functional testing the interconnect board was found with some contamination which is causing battery depleted after battery was fully charged. The root cause of the issue was caused by fluid ingression into the main body of the pump as a result of either the customer's improper cleaning of the pump, or the customer's introduction of excessive fluids to the pumps surface. Replaced interconnect board and performed power up process and all functional testing which passed. Performed power up process and all functional tests which passed.

Event description:
It was reported that the pump's board had an issue. No patient injury reported.